Event description:
It was reported to boston scientific corporation that a one step button initial placement gastrostomy kit was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2011 according to the complainant, on (B)(6) 2011 the button detached inside the patient. The physician did not attempt to retrieve the button. The physician felt it would pass naturally. A new one step button initial placement gastrostomy kit was placed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The exact age of the patient is unknown however, over 18 years old. The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental manufacturer's report will be filed.

Manufacturer narrative:
A visual examination of the device found the button to have been torn in half and the distal portion including the dome was not returned. The plug was in a closed position. The button body was torn at approximately 1.75 centimeters from the flange. The inner diameter of the button body was measured and found to be within specifications. The outer diameter of the button body was measured and found to be within specifications. The tear appeared jagged as if undergoing a twisting or torsional force. The returned unit was consistent with the complaint incident that the device separated. The device history record review confirms that the device met all manufacturing specifications and the dimensional measurements of the tubing were within specification. A visual examination of the device revealed the button body to have been torn in two. Therefore the most probable root cause is operational context. A review of the device history record was performed for lot 14132041 and revealed no issues related to this complaint. A lot history search was performed and found no other complaints against lot number 14132041.

Event description:
It was reported to boston scientific corporation that a one step button initial placement gastrostomy kit was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6), 2011 according to the complainant, on (B)(6), 2011 the button detached inside the patient. The physician did not attempt to retrieve the button. The physician felt it would pass naturally. A new one step button initial placement gastrostomy kit was placed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.